Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure. This complaint is being reported based on the event of pneumothorax requiring treatment (exact treatment unknown). The patient underwent the second bronchial thermoplasty procedure to the lungs with no issues reported to the device (procedure date unknown). According to the complainant, four days following the procedure, the patient had a small pneumothorax (1.8cm). The physician resolved the pneumothorax without drainage, although exact treatment details were not reported. The current condition of the patient was not reported, however, the patient is expected to proceed with the third and final bt treatment as originally scheduled by the physician. Multiple attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.